Manufacturer narrative:
(B)(4): the customer reported that a patient death occurred while being monitored on a philips device. The customer did not allege a device malfunction or that the device contributed to the death of the patient. The customer contacted philips seeking assistance in reviewing which alarms occurred and how they were responded to. Retrieval of retrospective data would not be likely to cause or contribute to death or serious injury as real-time monitoring and alarm annunciation functions are unaffected. This is being reported only because a philips device was in use on a patient who died. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient's death occurred while being monitored on a philips device.